Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion sensor test (19.23 and 22.61" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor and an out of adjustment downstream tubing guide. The downstream sensor required to calibrate and the downstream tubing guide required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion sensor test (19.23 and 22.61) during testing in the biomedical service department. There was no patient involvement. No additional information is available.